Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma alcl. Alcl diagnosis date: (B)(6) 2017.

Event description:
Healthcare professional reported that approximately 2 weeks following implant, patient was diagnosed with bia alcl on the right side. The stage at diagnosis was reported as ¿t2n0m0 with no appearance of b-symptoms.¿ a capsulectomy was performed and the device was explanted 2 months following implant. Patient underwent radiotherapy treatment to the right chest wall for 1 month and maintains follow up with regular breast ultrasounds, mris and ultrasounds of the head/neck for study of lymphonodal stations. Most recent tests showed benign findings. The patient has history of prophylactic mastectomy of right breast with bilateral reconstruction. Patient also experienced issues with previous breast implants.